Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the returned product identified that the batteries had leaked inside of the pack and corroded the inside of the housing. The interior of the handpiece was inspected and it was found that the trigger electrodes were not making contact with the motor electrode. Functional testing confirmed that the device would not power on when connected to the original battery pack or to a battery pack in the lab. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported completed all tubes connection of a pulsavac hip kit set with the suction machine and water tube in the surgery field, when a scrub nurse was running the water for preparing to start using it, it was not working. (No movement of the suction and water, it seems like a pulsavac hip kit battery was not working). The event occurred during surgery, when it¿s not working then the healthcare facility open a new pulsavac hip kit box, so no patient involvement. Investigation found the battery had leaked. No adverse event was reported as a result of this malfunction.